Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider said there is something broke inside the headboard. The bed is at angle. The customer is using the manual crank, but the crank is making a noise and the legs are dropping.